Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that they received a no delivery alarm and the insulin pump would not beep or vibrate. The customer's blood glucose was 298 mg/dl at the time of incident. The customer performed self-test and the insulin pump passed. The customer stated that they could not see anything and could not clear the alarm. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.